Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 200 to 300 mg/dl at the time of the call. The customer stated that they found water droplets behind the lcd screen of the insulin pump. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. No moisture damage noted on motor assembly or electronic assembly noted during our visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads noted.